Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe lower back pain"), embedded device ("essure was impacted on uterus"), ovarian adhesion ("excess scar tissue build up around an on ovaries / ovaries were attached to uterus"), tooth disorder ("dental problems"), genital haemorrhage ("removal of uterus since still had extreme bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 761613) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (two live births on (B)(6) 2008, (B)(6) 2009), cellulitis vulval, uterine dilation and curettage (with blood clots), bleeding genital, abdominal crampy pains, caesarean section, appendectomy and lymph node biopsy. Previously administered products included for birth control: mirena from 2009 to (B)(6) 2011 and nuvaring from 2008 to 2009. Concurrent conditions included body mass index normal, vomited (for 3 hrs past surgery (essure insertion)) since (B)(6) 2011, uterine bleeding, anesthesia, egg allergy (rash);), pollen allergy (pine tree- needles (rash)) and nonsmoker. Concomitant products included clonazepam since (B)(6) 2014, drospirenone + ethinylestradiol + levomefolate calcium (safyral) since (B)(6) 2011, gabapentin since (B)(6) 2015, hydrocodone (B)(6) 2016 to (B)(6) 2017, ibuprofen (B)(6) 2016 to (B)(6) 2016, naproxen since 2006, oxycodone (B)(6) 2016 to (B)(6) 2017, paroxetine since (B)(6) 2012, sertraline (zoloft) since (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2016 and topiramate (B)(6) 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced tooth disorder (seriousness criterion medically significant), migraine ("migraine headaches/migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced ovarian adhesion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), abdominal pain lower ("lower right abdominal pain,") and hidradenitis ("autoimmune disorder type of disorder: hidradenitis suppurativa"). The patient was treated with surgery (exploratory laparotomy, bilateral salpingectomy, resection of essure devices), surgery (underwent oophorectomy), surgery (surgical removal of broken teeth, filling cavities, root canal) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, embedded device, ovarian adhesion, tooth disorder, genital haemorrhage, uterine haemorrhage, pelvic pain, menstrual disorder, dyspareunia, migraine, vaginal discharge, vaginal haemorrhage, headache, alopecia, abdominal pain lower and hidradenitis outcome was unknown, the dysmenorrhoea and menorrhagia was resolving and the anxiety had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hidradenitis, menorrhagia, menstrual disorder, migraine, ovarian adhesion, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement and removal procedure. Two trailing coils were on the left . The right one was found with 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Patient comes in with a negative pregnancy test. On (B)(6) 2011, patient had relevant tests for transabdominal scans result was iud which is positioned in the lower uterine segment and appears to extend into the area of the cervix. Pelvic ultrasound examination is otherwise unremarkable. On (B)(6) 2016, patient had diagnosed for surgical pathology report received fresh in a properly labeled container designated ¿essure device" is a 5.3 cm in length by less than 0.1 cm in outside diameter coiled silver metallic foreign body with no adherent tissue or identifying marks. Specimen was submitted for gross diagnosis only. Received in formalin in a properly labeled container designated "essure device" is a 22.2 cm in length by less than 0.1 cm in outside diameter coiled silver metallic foreign body with no adherent tissue or identifying marks. Specimen is submitted for gross diagnosis only. Final pathologic diagnosis medical device from left fallopian tube/medical device from right fallopian tube- coiled white metallic medical device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure was impacted on uterus"), genital haemorrhage ("removal of uterus since still had extreme bleeding/ excessive bleeding"), back pain ("severe lower back pain"), ovarian adhesion ("excess scar tissue build up around an on ovaries / ovaries were attached to uterus"), tooth disorder ("dental problems") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 761613) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (two live births on (B)(6) 2008, (B)(6) 2009), cellulitis vulval, uterine dilation and curettage (with blood clots), bleeding genital, abdominal crampy pains, caesarean section, appendectomy and lymph node biopsy. Previously administered products included for birth control: mirena from 2009 to (B)(6) 2011 and nuvaring from 2008 to 2009. Concurrent conditions included body mass index normal, vomited (for 3 hrs past surgery (essure insertion)) since (B)(6) 2011, uterine bleeding, anesthesia, egg allergy (rash);), pollen allergy (pine tree- needles (rash)) and nonsmoker. Concomitant products included clonazepam since (B)(6) 2014, drospirenone + ethinylestradiol + levomefolate calcium (safyral) since (B)(6) 2011, gabapentin since (B)(6) 2015, hydrocodone (B)(6) 2016 to (B)(6) 2017, ibuprofen (B)(6) 2016 to (B)(6) 2016, naproxen since 2006, oxycodone (B)(6) 2016 to (B)(6) 2017, paroxetine since (B)(6) 2012, sertraline (zoloft) since (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2016 and topiramate (B)(6) 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 5 months 3 days after insertion of essure, the patient experienced tooth disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)/heavy menstrual bleeding"). On (B)(6) 2013, the patient experienced migraine ("migraine headaches/migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced ovarian adhesion (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("lower right abdominal pain,"), hidradenitis ("autoimmune disorder type of disorder: hidradenitis suppurativa"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and abdominal adhesions ("bowel adhered to uterus"). The patient was treated with surgery (hysterectomy, exploratory laparotomy, bilateral salpingectomy, resection of essure devices), surgery (underwent oophorectomy) and surgery (surgical removal of broken teeth, filling cavities, root canal). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, back pain, ovarian adhesion, tooth disorder, uterine haemorrhage, pelvic pain, menstrual disorder, dyspareunia, migraine, vaginal discharge, vaginal haemorrhage, headache, alopecia, abdominal pain lower, hidradenitis, abdominal pain, abdominal pain upper and abdominal adhesions outcome was unknown, the dysmenorrhoea and menorrhagia had resolved and the anxiety had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hidradenitis, menorrhagia, menstrual disorder, migraine, ovarian adhesion, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement and removal procedure. Two trailing coils were on the left . The right one was found with 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Patient comes in with a negative pregnancy test. On (B)(6) 2011, patient had relevant tests for transabdominal scans result was iud which is positioned in the lower uterine segment and appears to extend into the area of the cervix. Pelvic ultrasound examination is otherwise unremarkable. On (B)(6) 2016, patient had diagnosed for surgical pathology report received fresh in a properly labeled container designated ¿essure device" is a 5.3 cm in length by less than 0.1 cm in outside diameter coiled silver metallic foreign body with no adherent tissue or identifying marks. Specimen was submitted for gross diagnosis only. Received in formalin in a properly labeled container designated "essure device" is a 22.2 cm in length by less than 0.1 cm in outside diameter coiled silver metallic foreign body with no adherent tissue or identifying marks. Specimen is submitted for gross diagnosis only. Final pathologic diagnosis medical device from left fallopian tube/medical device from right fallopian tube- coiled white metallic medical device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received. Event added: bowel adhered to uterus. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure was impacted on uterus"), genital haemorrhage ("removal of uterus since still had extreme bleeding"), back pain ("severe lower back pain"), ovarian adhesion ("excess scar tissue build up around an on ovaries / ovaries were attached to uterus"), tooth disorder ("dental problems") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 761613) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (two live births on (B)(6) 2008, (B)(6) 2009), cellulitis vulval, uterine dilation and curettage (with blood clots), bleeding genital, abdominal crampy pains, caesarean section, appendectomy and lymph node biopsy. Previously administered products included for birth control: mirena from 2009 to (B)(6) 2011 and nuvaring from 2008 to 2009. Concurrent conditions included body mass index normal, vomited (for 3 hrs past surgery (essure insertion)) since (B)(6) 2011, uterine bleeding, anesthesia, egg allergy (rash);), pollen allergy (pine tree- needles (rash)) and nonsmoker. Concomitant products included clonazepam since (B)(6) 2014, drospirenone + ethinylestradiol + levomefolate calcium (safyral) since (B)(6) 2011, gabapentin since (B)(6) 2015, hydrocodone (B)(6) 2016 to (B)(6) 2017, ibuprofen (B)(6) 2016 to (B)(6) 2016, naproxen since 2006, oxycodone (B)(6) 2016 to (B)(6) 2017, paroxetine since (B)(6) 2012, sertraline (zoloft) since (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2016 and topiramate22-(B)(6) 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced tooth disorder (seriousness criterion medically significant), migraine ("migraine headaches/migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced ovarian adhesion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)/heavy menstrual bleeding"), abdominal pain lower ("lower right abdominal pain,"), hidradenitis ("autoimmune disorder type of disorder: hidradenitis suppurativa"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (exploratory laparotomy,bilateral salpingectomy, resection of essure devices),(underwent oophorectomy) and surgery (surgical removal of broken teeth, filling cavities, root canal). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, back pain, ovarian adhesion, tooth disorder, uterine haemorrhage, pelvic pain, menstrual disorder, dyspareunia, migraine, vaginal discharge, vaginal haemorrhage, headache, alopecia, abdominal pain lower, hidradenitis, abdominal pain and abdominal pain upper outcome was unknown, the dysmenorrhoea and menorrhagia had resolved and the anxiety had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hidradenitis, menorrhagia, menstrual disorder, migraine, ovarian adhesion, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement and removal procedure. Two trailing coils were on the left . The right one was found with 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Patient comes in with a negative pregnancy test. On (B)(6) 2011, patient had relevant tests for transabdominal scans result was iud which is positioned in the lower uterine segment and appears to extend into the area of the cervix. Pelvic ultrasound examination is otherwise unremarkable. On (B)(6) 2016, patient had diagnosed for surgical pathology report received fresh in a properly labeled container designated ¿essure device" is a 5.3 cm in length by less than 0.1 cm in outside diameter coiled silver metallic foreign body with no adherent tissue or identifying marks. Specimen was submitted for gross diagnosis only. Received in formalin in a properly labeled container designated "essure device" is a 22.2 cm in length by less than 0.1 cm in outside diameter coiled silver metallic foreign body with no adherent tissue or identifying marks. Specimen is submitted for gross diagnosis only. Final pathologic diagnosis medical device from left fallopian tube/medical device from right fallopian tube- coiled white metallic medical device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received: new event: abdominal pain, stomach pain added. Previously reported event dysmenorrhoea and menorrhagia outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe lower back pain"), embedded device ("essure was impacted on uterus"), ovarian adhesion ("excess scar tissue build up around an on ovaries / ovaries were attached to uterus"), tooth disorder ("dental problems"), genital haemorrhage ("removal of uterus since still had extreme bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 761613) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (two live births on (B)(6) 2008, (B)(6) 2009), vulval cellulitis, uterine dilation and curettage (with blood clots), bleeding genital, pain, caesarean section, appendectomy and lymph node biopsy. Previously administered products included for birth control: mirena from 2009 to (B)(6) 2011 and nuvaring from 2008 to 2009. Concurrent conditions included body mass index, vomited (for 3 hrs past surgery (essure insertion)) since (B)(6) 2011, uterine bleeding, anesthesia, egg allergy (rash);), pollen allergy (pine tree- needles (rash)) and nonsmoker. Concomitant products included clonazepam since (B)(6) 2014, drospirenone + ethinylestradiol + levomefolate calcium (safyral) since (B)(6) 2011, gabapentin since (B)(6) 2015, hydrocodone (B)(6) 2016 to (B)(6) 2017, ibuprofen (B)(6) 2016 to (B)(6) 2016, naproxen since 2006, oxycodone (B)(6) 2016 to (B)(6) 2017, paroxetine since (B)(6) 2012, sertraline (zoloft) since (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2016 and topiramate (B)(6) 2014 to 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced tooth disorder (seriousness criterion medically significant), migraine ("migraine headaches/migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced ovarian adhesion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), abdominal pain lower ("lower right abdominal pain,") and hidradenitis ("autoimmune disorder type of disorder: hidradenitis suppurativa"). The patient was treated with surgery (exploratory laparotomy, bilateral salpingectomy, resection of essure devices), surgery (underwent oophorectomy), surgery (surgical removal of broken teeth, filling cavities, root canal) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, embedded device, ovarian adhesion, tooth disorder, genital haemorrhage, uterine haemorrhage, pelvic pain, menstrual disorder, dyspareunia, migraine, vaginal discharge, vaginal haemorrhage, headache, alopecia, abdominal pain lower and hidradenitis outcome was unknown, the dysmenorrhoea and menorrhagia was resolving and the anxiety had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hidradenitis, menorrhagia, menstrual disorder, migraine, ovarian adhesion, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement and removal procedure. Two trailing coils were on the left . The right one was found with 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Patient comes in with a negative pregnancy test. On (B)(6) 2011, patient had relevant tests for transabdominal scans result was iud which is positioned in the lower uterine segment and appears to extend into the area of the cervix. Pelvic ultrasound examination is otherwise unremarkable. On (B)(6) 2016, patient had diagnosed for surgical pathology report received fresh in a properly labeled container designated ¿essure device" is a 5.3 cm in length by less than 0.1 cm in outside diameter coiled silver metallic foreign body with no adherent tissue or identifying marks. Specimen was submitted for gross diagnosis only. Received in formalin in a properly labeled container designated "essure device" is a 22.2 cm in length by less than 0.1 cm in outside diameter coiled silver metallic foreign body with no adherent tissue or identifying marks. Specimen is submitted for gross diagnosis only. Final pathologic diagnosis medical device from left fallopian tube/medical device from right fallopian tube- coiled white metallic medical device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, pelvic pain. Most recent follow-up information incorporated above includes: on 16-feb-2018: pfs and mr received, new reporter, patient demographic information, relevant history, essure indication and lot number, new concomitant product, new events "abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: hidradenitis suppurativa, headaches, dyspareunia (painful sexual intercourse),hair loss, lower right abdominal pain, essure was impacted on uterus and pelvic pain and excess scar tissue build up around an on ovaries" were added. The event migraines, vaginal discharge, clubbed with previous events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe lower back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, alopecia and vaginal discharge outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.